Manufacturer narrative:
Omit: a2105 - inadequate or insufficient training (1643), g0600101 - alarm, audible, c02 - electrical problem identified. Additional information: imdrf annex a, g and c codes and manufacturer narrative. Root cause: the probable cause of the reported device had error code 133.6090 was not identified during the customer call. Tech support team recommended to replace the battery and main speaker. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 133.6090. It was reported that the device had battery issues followed by a main speaker failure alarm (error code 133.6090). There was no patient involvement. The customer reported the initial error was "battery defective" and they reconditioned the battery. When this did not resolve the issue, the customer replaced the battery and then a main speaker failure alarm was displayed (133.6090 error code). The customer indicated "device is working fine now."

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement. It was reported that the device had battery issues followed by a main speaker failure alarm (error code 133.6090). There was no patient involvement. The customer reported the initial error was "battery defective" and they reconditioned the battery. When this did not resolve the issue, the customer replaced the battery and then a main speaker failure alarm was displayed (133.6090 error code). The customer indicated "device is working fine now".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 133.6090 was identified as issue in main speaker during the customer call. Tech support team recommended the needs to replace main speaker or return in for services. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.